Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. Patient reported that the area looked like hamburger meat, and that the skin itches and burns. The patient did develop sores and blisters that opened and bled. There was no alleged device malfunction contributing to the irritation. Patient was using an antibiotic ointment and use of the device was discontinued due to irritation by a physician. Outcome of the irritation is unknown.